Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode reagent lot number is bln03, and the expiration date is 09-oct-2025. A field service engineer (fse) replaced all ion-selective electrode solutions, electrodes, and cuvettes. While operating, wetness was observed on the cuvettes so the wash levels were adjusted and monitored. The sample probe position was recalibrated and a test patient sample was run and there were no issues observed. Another error occurred later, and the fse visited again. A hole was detected in one of the rinse tubes and they were replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c501 module. Patient 1's initial result was 196 mmol/l, and the repeat result was 141 mmol/l. The repeat result was reported to the patient. Patient 2's initial result on (B)(6) 2025 was 169 mmol/l, and the repeat result was 140 mmol/l.